Event description:
Tandem received voluntary medwatch letter on 02/23/2026 reporting: received a series of cartridge failure (20) alarms, after which the pump immediately shut off insulin delivery, causing my blood sugars to rise to 400+ and remaining there for a few hours, although I changed the cartridge fairly soon after receiving the alarm. The alarm repeated three times over a few days, at which point I phoned tandem and requested a replacement pump. Received a series of cartridge failure (20) alarms, after which the pump immediately shut off insulin delivery, causing my blood sugars to rise to 400+ and remaining there for a few hours, although I changed the cartridge fairly soon after receiving the alarm. The alarm repeated three times over a few days, at which point I phoned tandem and requested a replacement pump.